Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with an infection. It was noted that the infection was due to the new right ventricular lead per blood cultures. The lead was explanted and replaced. The patient was in stable condition.